Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 168, 207, 159, 153 and 165 mg/dl. Customer stated that results from another device were lower than the true metrix air meter; meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result is 138 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 01/13/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 168 mg/dl date: 08-12 time: 09:22 am fasting result 2: 207 mg/dl date: 08-06 time: 07:16 am fasting result 3: 159 mg/dl date: 08-05 time: 07:58 am fasting result 4: 153 mg/dl date: 08-04 time: 02:56 pm fasting result 5: 165 mg/dl date: 08-04 time: 02:45 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high readings. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.